Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of a heavily calcified right common femoral artery was attempted using the perclose proglide device. Reportedly, during device insertion the sheath of the proglide device kinked. The device was removed over a guide wire and a second proglide was attempted. During an attempt to insert the second proglide device, the device was inserted at 45-degree angle, the vessel was too narrow, the device could not be advanced into the vessel, the vessel was damaged. A 8f hemostasis sheath was inserted to control the bleeding, a hematoma developed, access was obtained contra-laterally in the left superficial femoral artery, a fox cross dilatation balloon was inflated distal to the access site to temporary control bleeding, a non-abbott 6x50 covered stent was implanted at the access site to achieve hemostasis, and the hematoma was expressed with digital pressure. The patient was transfused with two units of blood. The next day, the patient was reported to be doing well with good palpable distal pulses. There were no reported adverse patient sequelae. The physician was reported to be in training use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The instructions for use (IFU) describes the optimal procedure to assure the successful delivery of the suture, in this case insertion of the sheath into the vessel. The IFU states under the precaution section to do not advance or withdraw the proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. Resistance most likely was encountered to cause the sheath to kink upon insertion. The operator was reported to be in training on the use to the proglide device. The deployment technique of the operator may have influenced the reported experience. The patient was reported to have had a heavily calcified vessel with peripheral vascular disease (small vessel size). The IFU states in the special patient populations section, that safety and efficacy has not been established in patients with femoral artery calcium and small femoral arteries less than 5 mm. Because of the calcification and small vessel size, resistance must have been encountered causing the sheath to kink during insertion of the device into the vessel. Anatomical conditions may have influenced the experience. The cause of this event was most likely the use of a proglide device by an non-proficient operator in a heavily calcified vessel with peripheral artery disease that provided enough resistance that caused the sheath to kink during insertion of the device, but this could not be confirmed. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for the sheath kinking during device insertion. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. The customer reported the right common femoral artery was heavily calcified. Attempted placement of the device into a calcified artery can create significant resistance to insertion of device due to impedance from the calcification. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.